Event description:
The customer reported that the replacement power supply that was sent to her "fell apart".

Manufacturer narrative:
The customer was sent a replacement power supply. Contact was not made with the customer to obtain additional information regarding this event after four attempts. Should additional information be received, resulting in new, changed or corrected information, a follow up report will be filed at that time. The product involved in the complaint was not returned for evaluation / investigation at this time. Therefore, no conclusions can be made as to the cause of the event. This issue with a damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the manufacturer to medela. This damage is causing the plastic housing to fall prematurely when subjected to normal use and forseeable misuse. The packaging used by the manufacturer to ship the transformers to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping.